Manufacturer narrative:
Eval summary: device was in vivo approx 2 years. The devices were not returned and x-rays were not provided. Photographs with poor resolution were provided that confirmed the distal stem fracture. Pt weight was not reported. Pt activity level besides an event when pt crossed his legs and heard a click was not provided. According to the provided surgical notes during stem removal, the proximal portion was able to be removed but the distal portion was found to be ingrown distally, therefore, an extensile trochanteric osteotomy was performed to remove the distal portion. This may be indicative of a lack of proximal support. The package insert and/or surgical technique contain statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. In this case, it is possible insufficient proximal support may have contributed to the fracture. However, the exact cause of the stem fracture cannot be determined with certainty at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that on or about (B)(6) 2008, the pt felt pain and x-rays revealed lucency in the left femoral prosthesis and acetabulum. Pt was revised on or about (B)(6) 2008, where the stem was removed.